Manufacturer narrative:
The device was safely removed from the patient. The physician was unable to turn off the thumbswitch. The device was safely removed from the patient. The procedure was completed with balloon angioplasty. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned. No ancillary device or images were received with the device. The device was removed from the packaging for evaluation. Dried blood was noted on the inside and outside of the distal assembly. A bend was noted in the distal assembly approximately 2.0cm distal to the cutter window. The black plunger was proximal to the bend. Examination of the bend revealed no tears or holes to the tecothane. The cutter was returned fully retracted. Damage was noted to the cutter. The cutter driver was activated, and the cutter was attempted to be advanced. The cutter was able to advance approximately 1.7cm distal to the cutter window. The cutter stopped at the location of the black plunger. The black plunger was unable to pass the observed bends in the distal housing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a turbohawk device during treatment of a 120mm plaque cto (chronic total occlusion-100%) in the patient¿s mid right superficial femoral artery (sfa) of diameter 6mm. Moderate tortuosity and slight calcification were reported. The IFU was followed and the device was prepped without issue. It was reported that after 6 passes the plunger would not move forward to pack. No patient injury was reported.